Event description:
We received an allegation of a display issue with a coaguchek xs meter. The customer alleges missing segments in the results field of the device. The customer was initially unable to see anything on the screen at all, but when she touched the screen, certain segments would light up. The numbers in the results field appeared as "1"s instead of "8"s.

Manufacturer narrative:
Occupation is patient/consumer. The customer noted contamination in the battery compartment and cleaned it. The meter was requested for investigation.

Manufacturer narrative:
Sections d9 and h3 were updated. The meter was received for investigation. The display did not show any noticeable issues during examination. The investigation found the battery compartment was contaminated by a leaked battery and the circuit board was contaminated by liquid which affects the conductive rubber contacts. The liquid contamination can temporarily cause the issue the customer complained about. The cause of the issue was due to contamination of the contacts due to improper handling or maintenance.